Manufacturer narrative:
To date, this device has not been physically returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was an e116 error when the visera 4k uhd camera control unit was connected to the camerahead. The error occurred prior to an unknown procedure when the camera head was switched on. There were no reports of patient harm associated with this event.